Event description:
A nurse reported that a dull blade came into contact with a patient during a cataract extraction procedure. Additional information provided indicated the surgeon expressed dissatisfaction with the incision as a result of the blade. There was no harm or injury to the patient. This is the first of two medical device reports being filed for this facility.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. A root cause could not be identified. (B)(4).